Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm. The customer¿s blood glucose level was unknown. The customer reported that this was the second occurrence of replace battery now without a low battery warning within a day. The customer was advised to insert new energizer battery. The customer was advised the insulin pump will need to be replaced and also the customer may continue to wear pump until replacement arrives if they insert a new battery. The product will not be returned for analysis.